Manufacturer narrative:
At this time, the device has not been returned for failure analysis/ laboratory testing. Therefore, no causal association or conclusion can be determined.

Event description:
This was a spontaneous report from a (B)(6) female consumer reporting on herself. The consumer reported applying one precise pain relieving heat patch (no active ingredient) as needed for shoulder and back pain (dates unspecified). She applied the product directly on her skin without a layer of protective clothing. The consumer also took imitrex (sumatriptan succinate) (non-company drug) as needed for pain (dose, frequency, and dates unspecified). On an unspecified date, after product use, she had sores on her back. On (B)(6) 2011, after product use on her left shoulder, as she removed the product, her skin came off along with the patch. The consumer had a lot of pain and burning as her shoulder had blisters that turned into red welts. On (B)(6) 2011, use of the patch has discontinued. As of (B)(6) 2011, use of imitrex was continued, the outcome of the sores on her back was resolved, and the outcome of the other events was reported as not resolved. This case is serious (medically significant).